Event description:
On 2/19/94 one adapter end of feeding tube separated at connection. A second feeding tube broke before the connection. On 2/21/94, again the adapter end of feeding tube separated at the connection and a third feeding tube broke. (Also see mw 1001228 and mw1001229.)